Event description:
It was reported that the patient had pocket pain after they fell. The action required as a result of the event was surgical intervention of a pocket revision. It was noted that troubleshooting performed was impedance testing. It was unknown if the product issues was resolved and was unknown if the cause of the issue was determined. It was reported that the implantable neurostimulator (ins) was still implanted and remained in service. The patient status was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09enf, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).